Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. During a lead revision procedure, it was observed the patient's right ventricular lead had dislodged. Upon attempting reposition the lead, the helix would not extend. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and the helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. X-ray examination found the over-torqued inner coil consistent with procedural damage. Visual inspection found the helix to be fully extended with traces of blood. After cleaning, the helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and blood in helix.